Event description:
It was reported that resistance was met when advancing the spring wire guide (swg) through the arrow raulerson syringe (ars).

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: received one 0.032: x 60cm swg for evaluation. The ars was not returned. The returned swg was unraveled at the distal j-end & the core wire was protruding from the coils. The core wire was separated adjacent to the distal weld which remained attached to the coil wire. The proximal weld was intact & no pieces appeared to be missing. The complaint report stated that resistance was felt when advancing the swg through the ars. The device history records for the guide wire were reviewed with no findings relevant to this complaint. Verification testing for difficulty advancing the swg through the raulerson syringe could not be performed because the syringe was not returned for analysis. Swg unraveling was confirmed through visual inspection of the returned sample. The potential causes of advancement difficulty & unraveling could not be determined based upon the information provided and without the syringe. A CAPA has been initiated to address this issue.